Event description:
Home pt (hp) reports a 2240 alarm during apd treatment with the homechoice machine. It is reported by the pt that the pt line of the homechoice set came loose from the transfer set during treatment. Pt discontinued treatment and finished with new supplies. The rn at the unit reports that there was no pt injury or medical intervention required. The pt is retrained on proper technique and procedure by rn.